Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a dermatologist via a sales representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on 02/03 and 02/07/2009 respectively were processed together. This case is associated to cases (B)(4) by reporter. This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) therapy sometime in (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. Sometime in (B)(6) 2008, the patient developed nodules at the application site. No other information was provided. Event outcome is unknown.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on 02/26/2009: according to the dermatology consultant's report, poly-l-lactic acid from the same vial was also given to the other two patients identified in cases (B)(4). Addendum for follow-up information received on 06/16/2009 and 06/17/2009: additional event of scar on face's right side was added. Information received from a dermatologist and a reporter (unspecified relationship), respectively, reporting that the patient presented with a scar on the right side of her face with a deep signal after application of poly-l-lactic acid. No further information is available. Addendum for follow-up information received on 06/29/2009: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.